Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2016 with the following findings: investigation revealed a dim and discolored display screen. Unrelated to this issue, the pump case was damaged and cracked at the u-groove, therefore, a test clip was unable to secure. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 05/16/2016.